Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. Date of issue is an approximation. The patient stated that two days after removing his sensor, he had some pain and noticed a nodule under the skin at the insertion site. After one week with no reduction in pain, he went to see his physician. His physician told him that he thought the insertion might have nicked a blood vessel that created some bleeding, that the bleeding coagulated, and that it put pressure on something causing the pain. He stated that his physician believed the issue would dissipate over time, and the patient stated that was the case. No additional patient or event information is available.